Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem. B5 executive summary: updated. D9 product available to stryker/ returned to manufacturer on: updated. H1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg: updated. Method code grid - h6 type of investigation: updated. Results code grid - h6 investigation findings: updated . Conclusion code grid- h6 investigation conclusions: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the subject stent was returned as the subject stent was partially deployed through the proximal end of the introducer sheath. The subject stent was no longer loaded on the stent delivery wire (sdw). Once removed from the sheath, the subject stent deployed as normal. It was noted to be deformed towards the proximal end of the device. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was returned for analysis, and it was undamaged. Functional inspection was not performed as the subject stent was returned in a deployed state. The reported complaint was not confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'normal'. It was reported that 'the subject stent did not open as expected during use. Intervention was completed using another stent'. It was also noted in the follow-up gfe replies that the subject stent was removed through the microcatheter. The subject stent was returned for analysis partially deployed through the proximal end of the introducer sheath. The subject stent was no longer loaded on the stent delivery wire (sdw). Once removed from the sheath, the stent deployed as normal. It was noted to be deformed towards the proximal end of the subject device. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was returned for analysis, and it was undamaged. According to the event description and the follow-up gfe replies, the subject stent was able to be advanced to the lesion site before any issue was noted. This ability to advance the stent without resistance or friction to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while attempting to retract the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter, resulting in much of the damage noted. The introducer sheath would have been removed from the sdw for the subject stent to have been advanced to the distal end of the microcatheter. The user must have reloaded the introducer sheath over the sdw and carefully retracted the stent back through the microcatheter, before pulling it back inside the introducer sheath. The appear to have continued to retract the sdw until the subject stent reached the proximal end of the sheath, at which point the sdw would have slipped out of the stent. An assignable cause of ¿not confirmed¿ has been assigned to the as reported ¿stent failed/unable to open¿ . An assignable cause of ¿procedural factor¿s has been assigned to as analyzed codes ¿¿stent deformed¿, ¿sdw kinked/bent¿ and ¿stent deployed prematurely during preparation¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that the subject stent did not open during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: the subject device was returned for analysis and was examined, and it was discovered that the reported event of the subject device did not open during the procedure was not confirmed. The subject device was found to be deployed prematurely during preparation, as the stent and the stent delivery wire were deformed /kinked/bent. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with new awareness date of 26-feb-2026. The reported event was not related to a serious public health threat, patient death, unanticipated or anticipated serious injury to the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question..

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added d4 gtin - updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the reported event: stent failed/unable to open.

Event description:
It was reported that the subject stent did not open during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent did not open during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.